Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that one vortex blue file size 15.04 25mm broke at the top of the tooth at the beginning of the procedure. The file could not be retrieved and the patient's tooth was extracted.